Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 23:59:48. During night drain cycle four, the patient's ultrafiltration reading was 1233ml, indicating the home patient (hp) drained 1233ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error with an inappropriately programmed minimum drain volume percent setting too low. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." If additional relevant information is obtained, then a follow-up report will be submitted.